Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 1652 ng/l. The repeat result from another cobas analyzer was 163 ng/l the result from a second sample from the patient was 228 ng/l. The result from a third sample from the patient was 339 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The analyzer alarm trace from the date of the event showed multiple sample clot and sample probe abnormal aspiration alarms, indicating sample quality issues. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.